Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported from a patient that approximately six months ago he experienced "hooking" while using a catheter. The patient stated that the catheter had sharp ends. Allegedly, self-limited bleeding was experienced and the patient went to the doctor. The doctor changed the type of catheter the patient was using to a softer red rubber catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, rocm intermittent catheter product risk assessment documentation is found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
It was reported from a patient that approximately six months ago he experienced "hooking" while using a catheter. The patient stated that the catheter had sharp ends. Allegedly, self-limited bleeding was experienced and the patient went to the doctor. The doctor changed the type of catheter the patient was using to a softer red rubber catheter.